Event description:
It was reported to medtronic minimed that the customer experienced blank display, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs were not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 12/04/2024 09:27:53.000 12/04/2024 09:28:35.000 12/04/2024 09:38:00.000 failed battery alert/battery failed alarm was found on: 12/04/2024 09:25:01.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. No unexpected failed battery alert/battery failed alarm or battery related alarms/alerts noted during the testing. No delivery alarm/insulin flow blocked alarm was found on: 11/28/2024 15:52:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/04/2024 09:10:07.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/04/2024 09:15:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/04/2024 09:16:18.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/04/2024 09:17:40.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/04/2024 09:18:53.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/04/2024 09:20:03.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 04-dec-2024 in the formatted history file. Pump error 37 alarm was found on: 12/04/2024 09:24:40.000 the pump was cut open to perform visual inspection and found corrosion on the motor home switch. Corrosion was also found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. Pump error 37 alarm was confirmed according in the formatted history file due to corrosion on the motor motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Customer alleged for blank display and no delivery alarm/insulin flow blocked alarm was not confirmed. However, pump error 37 alarm was confirmed according in the formatted history file due to corrosion on the motor motor home switch. During visual inspection, corrosion was also found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.